Event description:
The information provided is from a case report published in a journal article. An intraocular lens (iol) was implanted through a large capsulorhexis that did not appear to completely cover the pc iol optic. In 2001, the pt woke up with suddenly blurred vision and discomfort in the eye. There was no history of ocular trauma and the pt did not recall rubbing the eye. Upon examination the iol was displaced into the anterior chamber and the superior haptic had disinserted from the optic. The other haptic had rotated and mild corneal edema was noted where it made contact with the corneal endothelium. The lens was removed and replaced with a rigid single-piece pmma pc iol. There have been no reported iol related problems since the lens exchange. Note: the iol lens model associated with this event is intended for placement in pts sixty years of age and older.